Event description:
As reported: "screw of t2 system did not have the length marked on the package and the screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "screw of t2 system did not have the length marked on the package and the screw."

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and DHR review performed revealed the product to be marked as specified. The device in question was labeled / engraved as intended. The length as per labelling is the nominal length (30 mm). According to the specification the tolerated minor length is 28,5mm. Nevertheless, a physical evaluation could not be performed due to non-returned item and thus, further technical statement impossible. Review of batch records revealed no discrepancies in labelling. Although item was not available for evaluation and thus, could not be physically measured it is known from previous cases that it is rather related due to lack of knowledge by the user. Screw head length was minimized with design change in 2003 to decrease soft tissue irritation. Finally, determination of screw (lengths) is repeatedly described in several chapters within specific operative technique. Based on details available, the root cause was attributed to a user related issue. The failure was caused by user-customer-learning gap errors; lack of knowledge/skill. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.